Manufacturer narrative:
Further information was requested but no information was received.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the right ventricular lead became dislodged while the lead was being slit. The lead was not used and replaced. The patient condition was unknown.